Manufacturer narrative:
Investigation pending.

Event description:
Remedial action notification: the surgeon was performing an axial lif from l5-s1 in 2007. During use of the bone drill-awl-tap 5.0mm, the end of the instrument broke within the pt's bone during removal. The surgeon attempted to remove the device, but was unsuccessful. The surgeon converted the case from a bilateral fusion to a unilateral fusion to complete the surgery.